Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the velocity delivery microcatheter (velocity) was fractured upon removal from the packaging. The fractured velocity was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new velocity. Please note that the date of event was not provided. The manufacturer has requested additional information from the customer; however, no additional information has been obtained.